Event description:
It was reported that the patient presented for a routine clinic follow-up. Upon review, the pacemaker alerted that the device was at a end of service prior to the battery reaching end of service voltage level. No intervention was performed. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the pacemaker was explanted.

Manufacturer narrative:
The reported event of incorrect measurement was confirmed. As received, the device was in backup mode and telemetry communication was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal level with signs of rapid depletion resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.